Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a black lcd touchscreen was confirmed. Ventec opened the device to perform a visual inspection and observed evidence that the device had sustained one or more physical impacts, significantly damaging the lcd touchscreen assembly, which is located on the front of the device, and the rear case assembly. Additionally, the metering cable was disconnected from the lcd touchscreen. Ventec replaced the lcd touchscreen, and ensured all cabled connections were properly secure. Proper device operation was then observed through functional and performance testing. Based on the information available, it's reasonable to conclude that the cause of the reported issue was physical damage due to user error. The evidence supported that the device had sustained one or more impacts greater than its impact rating, thereby causing enough damage to the lcd touchscreen to make it inoperable. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's lcd touchscreen was black and unresponsive. There was no patient involvement associated with the reported event.